Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the presence of foreign objects in the air water nozzle and corrosion of the air/water nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device´s nozzle, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. In addition, based on the results of the investigation, a definitive root cause for the malfunction " air/water nozzle has corrosion" could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.